Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-08939. It was reported that the complete system was explanted due to pocket infection. The physician did not allege that the device contributed to infection. As per physician, the solution used during the implant procedure caused the infection. The patient was stable.